Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that all electrical testing was within specified parameters. Concomitant product: 419378, lead; 407645, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted due to t-wave oversensing (twos) presented on electrogram. Also, a lead integrity alert (lia) triggered for oversensing short v-v intervals, noise, and high impedance. A lead fracture was suspected. The patient presented to the emergency room. The settings were changed, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.